Event description:
Caller reported false negative urine hcg results with qupid pregnancy test vs serum quantitative test. A pt went in for CT scan and was noticed to be pregnant. Urine was tested with qupid pregnancy test and negative results were observed. Serum beta quantitative test was 54,000. No further pt info was provided.

Manufacturer narrative:
Lot number: hcg1090058; expiration date: september 2013. Control lot: 20miu/ml hcg urine lot: hcg120130-01, 100miu/ml hcg urine lot: hcg120223-01, 210iu/ml hcg urine lot: hcg120229-02. Summary of results: the retention devices met qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 210iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specifications. No false negative was observed. Manufacturing batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(4) 2012, one case has been reported on this lot.